Event description:
It was reported to boston scientific corporation that a jagtome was used in the papillla of vater during an endoscopic removal of a calculus procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was advanced to the common bile duct via a jagwire plus guidewire. When the physician bowed the device and attempted to cut through the papilla of vater, no current was delivered and the device failed to cut. Reportedly, the electrodes were attached properly on the patient's body. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Result: no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted. A visual examination of the returned device found that the working length was twisted. Functionally, a resistance test was performed and the resistance for the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Although the working length was twisted, this failure could not affect the electrical performance of the device and it does not have a relation to the reported event. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a jagtome was used in the papilla of vater during an endoscopic removal of a calculus procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was advanced to the common bile duct via a jagwire plus guidewire. When the physician bowed the device and attempted to cut through the papilla of vater, no current was delivered and the device failed to cut. Reportedly, the electrodes were attached properly on the patient's body. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.